Event description:
(B)(6) male pt's granddaughter contacted zoll customer support for an unrelated issue. During servicing of the pt's charger/modem, a reportable event was discovered. There was contaminated inside the charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. Upon eval, there was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contained charger/modem. The pt received a replacement charger/modem.